Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer that the patient was at home and had an increasing amount of black dust around the vent filter. An audible chirp was heard late the night before. The next morning red heart alarms began and the pump began to make loud, grinding noises. The patient and family members began hand pumping and the patient was transported to a local hospital and then flown to their heart center where they are currently being supported pneumatically on a drive console and a stroke volume limiter (svl) while awaiting replacement of their device. Later that week the patient had a pump exchange. The device is being sent to the manufacturer for analysis. The patient remains stable and on lvad support.